Manufacturer narrative:
This report is submitted on june 14, 2021.

Manufacturer narrative:
This report is submitted on 18 may 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to incorrect placement of the electrode array. There are no plans to reimplant the patient with a new device as of the date of this report.